Event description:
Patient's medical records were received. Records indicate the patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient's medical records were received. Records indicate the patient was revised to address infection. Doi: (B)(6) 2013 - dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records and x-rays were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the surgery was product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Update rec¿d 5/7/2014¿ pfs and medical records received. After review of the medical records it was confirmed infection. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges infection, and loosening of stem.